Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 8 events were reported for this quarter. 7 devices were received for evaluation; 7 events were confirmed during testing. 4 devices were found to be affected by corrosion. 2 devices were found to be affected by deposits causing the trigger not being able to move. 1 device was found to be affected by a damaged component. 1 device was not available to stryker for evaluation. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 8 malfunction events in which the device had a sticky trigger. 8 events had no patient involvement; no patient impact.